Event description:
Mother reports that she took her daughter to the hospital because she was feeling ill after obtaining several blood glucose readings of "hi" on suspect device. Hospital lab reported blood glucose at 270 mg/dl. There was one hour delay between readings. Controls on device were in range. Reporter advised not to test when temperature icon was displayed. Patient was treated with insulin and ivs, and is feeling better.